Event description:
Healthcare provider reported through clinical study f/u that approx 15 mo post implant, the pt experienced a thromboembolism with loss of sight in the left eye. She was started on coumadin therapy. The device remains implanted and is functioning as intended.